Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the left cfa (common femoral artery) bifurcation. The sfa (superficial femoral artery) was ballooned and stented. Then during the interventional procedure the sfa was ballooned again with a 6.0mm balloon and stented a second time. A pre-procedure femoral angiogram showed the vessel size to be 5mm. A 0.035" j-wire and contrast was used. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the mynx balloon was pulled back to the 2nd resistance while being viewed under fluoroscopy and it appeared to be at the arteriotomy. The side port on the sheath was opened, the j-wire was removed and the sealant was shuttled down to the arteriotomy. When the sheath was withdrawn from the tissue tract the left groin had bleeding around the advancer tube. The physician slid down the advancer tube to tamp the sealant and held for 30 seconds. When the physician set the device down there was bleeding and the physician removed the device. The patient was converted to manual compression for 10 minutes and hemostasis was achieved. The patient did not have doppler pressure in the left popliteal nor the pedis artery. The patient was sent to recovery. The physician followed up with the patient later in the evening (2-3 hours post procedure) and assessed the patient's left groin. Pulses were not felt so the patient was taken back to the procedure room where a cut down was performed and an endarterectomy on the left sfa. The physician removed the sealant and a "significant" volume of plaque from the sfa. Note: the physician stated that he believed that the vessel and the plaque burden prevented the balloon from tracking back to the arteriotomy although it felt to him to be in the proper place.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the root cause could not be conclusively determined. However, it was reported the physician believed that the vessel and the plaque burden prevented the balloon from tracking back to the arteriotomy although it felt to him to be in the proper place.